Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a follow-up in-clinic. Upon review, their atrial lead exhibited noise. The physician added a suture sleeve, and adhesive to the lead during a generator change procedure. Programing changes were also made. The patient was in stable condition.